Event description:
A customer contacted physio- control to report that their device had powered off unexpectedly during use. There were no reports of patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about the patient use and event date; however, no response was received.

Manufacturer narrative:
Physio-control reviewed the downloaded electronic records and verified the reported issue. The device had experienced unexpected losses of power. After replacing the power pcb assembly, battery power cable assembly and the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to worn battery pins and corrosion on the pcb-mounted jack connector, designator j11, on the power pcb assembly, and the cable-mounted plug connector, designator p11, on the battery power cable assembly,

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio- control to report that their device had powered off unexpectedly during use. There were no reports of patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about the patient use and event date; however, no response was received.